Manufacturer narrative:
Exact date unknown event occurred a few months from the date the manufacturer was made aware.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. It was also noted that the device was non functional wherein patient was frequently charging the ipg in an extended period of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.